Event description:
On 04/11/2007, we received in the mail a medwatch filed by the hosp. The hosp reported that the light source unit was left powered on and the cord laying on the drape on the pt's thigh when the dr noticed the drape and mid right thigh burned. Two small burns that measured 1 cm in diameter and the second lower lesion less than 6 mm in diameter. A plastic surgeon was consulted, and silvadene creme was applied to the pt's right thigh.